Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 24, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed warranty and shipping details, instructed customer to place malfunctioning pump in storage mode and return it within specified timeframe, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device.